Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient hears humming sound and refuses the use of the audioprocessor. The external parts were checked and the humming sound has remained. A revision surgery is scheduled for the second week of (B)(6).

Manufacturer narrative:
Conclusion: according to the investigation, the patient report and attached measurements it seems very likely that the explantation was due to bone growth around the reference electrode. Additionally, wire fractures under the silicone overmold are indicative for repeated impacts on the implant. This is a final report.

Event description:
Patient heard humming sound and refused the use of the audio processor.